Event description:
It was reported that during a laparoscopic cholecystectomy, the device quit working and misfired on the third firing, a like device was then used to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one el5ml device was rec'd for analysis along with a trocar. The trocar was removed and the device was visually inspected. It was noted to have the handles partially closed and the jaws disengaged from the cam. The device was tested for functionality and for that the jaws were manually re-engaged, then it fired 7 clips conforming.